Event description:
It was reported that balloon rupture occurred. The target lesion was located in the proximal right coronary artery (rca). After a non bsc stent was deployed to the lesion, the 15mm x 5.00mm nc quantum apex¿ balloon catheter was advanced for dilatation. However, on the first inflation at 13 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non bsc balloon catheter. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).